Event description:
Event description cpi received information that the patient had previously experienced oversensing with this implantable cardioverter defibrillator (ICD) while in normal sinus rhythm and exerting abdominal pressure. The information was not reported to cpi at that time. Three months later, the patient experienced oversensing again while exerting abdominal pressure.